Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 28 feb 21. Medical event associated with this complaint case occurred on (B)(4) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to monitor glucose, and subsequently became unresponsive and lost consciousness overnight. The customer's husband treated her with glucose gel, glucagen, and candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 28 feb 21. Medical event associated with this complaint case occurred on 04 mar 21 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The g3 (date received by mfg) associated with the initial MDR submission related to this issue was incorrectly captured as 31mar21. The correct g3 date associated with the initial submission of this issue is 11mar21.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to monitor glucose, and subsequently became unresponsive and lost consciousness overnight. The customer's husband treated her with glucose gel, glucagen, and candy. There was no report of death or permanent injury associated with this event.